Event description:
(B)(4). It was reported that following a stenting treatment procedure, the patient presented with in stent restenosis. The index procedure placed an unspecified taxus liberte stent in the distal left circumflex (lcx) artery. In (B)(6) 2010, an angiogram revealed a 75% restenosed, 2.75x28mm lesion located in the lcx artery. In (B)(6) 2010, a target lesion revascularization treated the distal lcx with angioplasty resulting in 0% residual stenosis. The patient was discharged two days later. No angina was confirmed at the 9 month and 1 year follow up visits.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. As the unit has not been returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the index procedure treated the 100% stenosed, 2.75x28mm target lesion located in the distal left circumflex artery. Treatment consisted of pre-dilation, the placement of a 2.75x28mm taxus liberte stent and post dilation resulting in 0% residual stenosis and timi 2 flow. A non-target lesion in the proximal keft circumflex was treated with a non bsc stent. The patient was discharged without complication 3 days post the index procedure on aspirin and clopidogrel. The patient showed no ischemic symptom at the revascularization procedure. Per the physician, the event was listed as "possibly related" to the study stent.